Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) no longer applies.

Event description:
Additional information was received from the consumer on (B)(6) 2017. The patient was responding to the survey request for additional information. The patient stated he hadn¿t notified anyone about the most recent empty pump because there wasn¿t any healthcare providers (hcp) close by to notify. The patient was working on trying to locate someone, but it was not a lot of fun. On (B)(6) 2016, the patient stated the pump had not run completely out, but it had alerts a couple of days before. The hcp had not scheduled an appointment for the patient ahead of time and so when it started to alert, the patient recognized what it was and set up an appointment. The patient was seen on (B)(6) 2016 where they aspirated 1 ml of fluid. On (B)(6) 2016, the patient stated the pump was completely empty when he was seen and 0 ml of fluid was aspirated out. The pump was refilled and the patient was sent on their way. The patient stated this refill had symptoms of extreme dopiness. The hcp had cautioned the patient about that and the patient didn¿t have a driver with him. He didn¿t know how long it was empty up to that point. On (B)(6) 2016, the pump was completely empty when the patient was seen and 0 ml of fluid was aspirated. The pump was refill and the patient was sent on his way. On (B)(6) 2016, the patient was supposed to be refilled, but was discharged before the refill occurred and was given a couple of names. The patient was not given anything else to assist the patient and the patient had been alarming since and was still alarming. The patient stated he went through a complete physical withdrawal that was unpleasant and stated it was no worse than a bad cold. The symptoms were anything like a cold, but felt lousy and uncomfortable and then passed within 2-5 days. The patient stated the withdrawal was nothing compared to the pain that returned. The current pump issue had not been resolved. The patient stated that his pain needs were not being addressed and how that was impacting his life.

Event description:
Additional information was received from a consumer regarding a patient receiving intrathecal morphine 10 mg/ml at 2.542 mg/day. It was reported that the pump has been empty for five months (from (B)(6) 2017) with no saline or anything in it and was critically alarming. The patient no longer worked with their physician. The patient was talking to a home infusion company. The home infusion company told the patient that they typically put saline in pumps and did diagnostics to make sure the pump functioned before refilling it. The patient was told to work with a [pain care company] regarding home infusion services, and they wanted to replace the pump. The patient wanted to know if the pump should be replaced and what the device manufacturer [recommended]. The patient was seeing a new hcp. It was later reported on (B)(6) 2017 that no steps were taken to resolve the issues by the installing healthcare provider (hcp). The consumer expressed ¿apparently there are no liabilities associated with ignoring extreme pain or pump destruction.¿ the patient continued to seek a hcp to help. The patient had trouble getting around and contacted home infusion companies. There were no further complications reported.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine (unknown concentration and dose) via an implantable pump. Indication for use was non-malignant pain. The date of the event was (B)(6) 2016, ¿a week or so ago¿. It was reported the pump was beeping a high pitch and beeps a couple of times, a series of beeps. The patient was dismissed by their physician. No symptoms were reported. Additional information received from a consumer. It was reported that the pump was still alarming (as of (B)(6) 2016), and the patient had not yet found a new physician. Additional information was received from the consumer. It was reported the patient had not found a new managing healthcare provider (hcp) as of (B)(6) 2016. The majority of places the consumer called were not taking new patients or did not do infusion pumps. The patient¿s general practitioner also left the area, and the patient was also working on finding a general practitioner. It was reported the patient had been out of pain medication for weeks. The pump was still empty, alarming, and they had not put anything in the pump e.g. Saline. The patient started beeping and was not sure when he ran out of pump medication. The patient¿s hcp was reluctant to manage his pain in a way that was professional. After 14 months, the pump was only turned up to 2/3 of the trial dosage. The patient had to continue wearing 50 mcg/hour fentanyl patches and was taking oral morphine tablets (120 mg/day). The patient¿s hcp reviewed they would schedule the patient for refill appointments and ¿never did.¿ the patient would run out each and every time he was due for a pump refill except for one time. Each month they would write the prescriptions and the protocol due to the law. It was noted the patient had a pump trial in (B)(6) 2015, and they started the patient at 1/3 of the trial dosage when he was implanted. The patient had the pump medication dosage increased 8 times and was still only at 2/3 of the pump trial dosage.